Event description:
It was reported that the patient's blood glucose level rose from 300 mg/dl to over 400 mg/dl while wearing the pod between 4 and 24 hours. Blood glucose reading eventually displayed ¿high¿ on the device. Reportedly, the patient inserted a pod on their abdomen and despite the ¿pink light¿ indicating proper activation, the device did not deliver insulin overnight. Upon removal of the pod, the patient noticed that the pink slide was very faint, though the cannula appeared to be inserted. There was also some redness at the insertion site. No insulin leakage was noted. There was still over 50 u of insulin remaining. The app alerted the patient to switch to manual mode during the night. No treatment was reported.

Manufacturer narrative:
Investigation of the returned device found tears in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Inspection of the formed needle under magnification found no damages or manufacturing defects. The cause of the reported skin condition irritation could not be determined. It could not be determined if the cannula tears contributed to the reported skin condition irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.1.0.operating system: 26.3.hardware: iphone17.2.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.